Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. The instructions for use identify verbiage that could prevent the phenomenon from occurring: in rare cases, depending on the conditions of use, the tip and electrode may chip or fall off, or the incision knife may be deformed or broken, such as when the rf ablation power supply is used in coagulation mode, when the output setting is high, when the energization time is long, or when the contact length between the tissue and incision knife is short. Always check for any abnormality in the tip during use. If the tip or electrode is found to be chipped or detached, or the incision knife is broken, immediately stop using the knife and use a spare hf knife. Use of an abnormal hf knife may lead to perforation or major bleeding. In addition, the dislodged tip, electrode, and incision knife should be retrieved using grasping forceps or the like. Any mucus or other liquid adhering to the electrode, incision knife, tubing, or tissue in the body cavity should be aspirated. If the incision knife is energized without aspirating the mucus or other liquid, it may cause perforation, major bleeding, damage to the mucous membrane, or burns to tissue that is not the target of the incision. In addition, if the electrode and incision knife are energized while floating above the tissue to be incised without aspirating liquid such as mucus, electrical discharge is likely to occur, which may result in the tip chipping or falling off, or deformation or rupture of the incision knife. Do not set the output setting of the high-frequency ablation power supply unit higher than necessary or extremely low. Also, do not lengthen or shorten the energizing time longer than necessary. Excessive or inadequate energization may result in perforation, severe bleeding, mucous membrane damage, or burns to tissue that is not the target of the incision. The output setting and energizing time should be set appropriately according to the condition of the tissue to be incised. In addition, use of high voltage waveforms increases the likelihood of tip chipping or falling off and deformation or breakage of the incision knife. Use high voltage waveforms only to the minimum necessary. The strength of voltage for each waveform of the high-frequency ablation power supply is as follows. Incision wave/soft coagulation wave < mixed wave < coagulation wave < spray coagulation wave*1 (apc mode, etc.) Spray coagulation cannot be used with this product. Do not use excessive force to remove tissue adhering to the tip. Also, do not remove adhered tissues by abrupt or continuous thrusting or storing of the incision knife. Rubbing strongly with tweezers, or attempting to remove adhered tissue by rapidly or continuously pushing the incision knife out or storing it may cause excessive stress on the tip, which may result in the tip chipping or falling off, or deformation or rupture of the incision knife. Do not force insertion, insertion with the incision knife protruding, or rapid insertion. There is a risk of sudden protrusion from the tip of the endoscope, leading to mucous membrane damage, bleeding, etc. If insertion is difficult due to high resistance, return the angle of the endoscope to a point where it can be inserted without difficulty. Forcing insertion while the endoscope angle is greatly curved may cause excessive load on the tip, which may result in cracking of the tip or other product damage.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided regarding this event. It is unknown if the tip fell inside of the patient. There were no medical interventions done or attempts to retrieve the tip.

Manufacturer narrative:
The device was not returned to olympus for evaluation because it was discarded by the facility. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported on behalf of a customer, during a therapeutic endoscopic submucosal dissection of the stomach, the distal tip was lost when electrosurgical knife was removed. The device was removed from the body after completion of the procedure. There was no report of patient harm associated with this event.